Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the unit failed inspection for no image with the 180 scope due to faulty ap and dr patient board set. In addition, a worn-out scope socket was causing poor connection with the scopes and camera heads. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center is not working with the pigtail. During a standard service inspection of the customer returned device, printed-circuit board failure was noted. This report is to capture the printed-circuit board reportable malfunction noted at estimation. There was no patient injury or harm reported.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the product is a product before countermeasures were taken for the operational amplifier circuit design change of the patient board (dr board), it is presumed that only the 160/180 scope does not have an image due to the failure of the operational amplifier. The instructions for use (IFU) states: do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. Olympus will continue to monitor complaints for this device.